Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and impedance trend on the rv (right ventricular) pacing lead was rising.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224trk ICD, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that for the last three months the lead impedance of the patient's right ventricular (rv) lead has been rising and is now outside expected limits with a possible fracture as the reason. Physician has decided to continue monitoring and the lead remains in use. No patient complications have been reported as a result of this event.